Event description:
A patient was prepped for the biopsy procedure using the magnum. Prior to the procedure, the magnum gun fires on its own. No coaxial needle was used. There was no patient contact.

Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver serial number vtfw0134 was received at the can - samples bard canada. The magnum driver was visually inspected upon receipt and was found to be in good overall condition. The sleds, switch ring bearing, and cocking slide are worn and discolored. The device was functionally tested and passed the tests during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported fire on its own issue, and the investigation is determined to be confirmed for the identified sleds, switch ring bearing, and cocking slide are worn and discolored issue. The root cause for reported fire on its own issue cannot be determined as the problem could not be reproduced. The root cause for identified sleds, switch ring bearing, and cocking slide is worn issue could not be determined based on the provided information. The root cause for identified sleds, switch ring bearing, and cocking slide is discolored issue could not be determined based on the provided information. Labeling review: the labelling/packaging review was not required as the reported event is not associated with a labelling, packaging, or use related issue. G3, h6 (device, component, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient was prepared for the biopsy procedure using the magnum device. Prior to the procedure, the magnum gun fires on its own. No coaxial needle was used. There was no patient contact.